Event description:
Boston scientific received information that this device was alleged to be depleting prematurely. This device was at middle of life 2 (mol2) at the latest follow up. A save to disk will be done and sent to technical services for review. At this time the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
A review by engineering revealed that this device may be depleting at a rate slightly higher than normal. Engineering also discussed approximate remaining longevity for this device. No additional information was provided. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional informaiton recieved noted that this device was explanted and returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.